Event description:
It was reported that water leaked from the bd pegasus¿ safety closed IV catheter system clamping tubing during use. The following information was provided by the initial reporter, translated from chinese: "sealed anti-needle puncture intravenous indwelling needle, water leakage at the clamping tube"

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that water leaked from the bd pegasus¿ safety closed IV catheter system clamping tubing during use. The following information was provided by the initial reporter, translated from chinese: "sealed anti-needle puncture intravenous indwelling needle, water leakage at the clamping tube".